Event description:
It was reported that pump displayed non-resettable malfunction alarm after pump was splashed with water but not submerged. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.